Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's scs stimulation therapy would turn off without prompting. The patient felt the stimulation therapy decreased in the past month. A system impedance check showed multiple contacts as low. Consequently, the physician decided to replace the patient's scs ipg with a new one. Reportedly, the replacement ipg resolved the impedance and stimulation issue.